Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported a red splotchy rash 3 mm from stoma base which sporadically encircles the stoma. The rash has persisted for approximately 2-3 months. The end user was reportedly seen by a urologist and was diagnosed with a peristomal yeast rash. A prescription for nystop antifungal powder was issued. The end user has noted minimal improvement since using the antifungal powder. The end user was referred to his physician for further treatment.